Event description:
Siemens was informed about an incident that occurred prior to interventional procedure on the artis icono biplane system. The table was not properly locked during rotation. As the table moved, the patient fell down the table. We have no indications of any adverse effects on the health status of the involved person.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.